Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 355 (mg/dl) after changing pump supplies. Reportedly, contact felt that the infusion site was not inserted correctly. Customer administered an insulin injection to treat bg level and changed infusion site while the contact was on the phone with tandem technical support. Recommendation was made to continue to monitor the customer's bg levels.